Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer mentioned that customer had a hard time reading the menus because of the partial display specially if customer was outside because if there was too much light the screen options are almost impossible to saw. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.